Event description:
A report was received for the 908142 integra dp pediatric burr hole system stating the white tubing had broken in half (the doctor has used the medium pressure one). The incident occurred on a (B)(6) male patient who had a congenital encephalocele causing hydrocephalus. The shunt was originally placed on (B)(6) 2016. The infant presented with symptoms of increased intracranial pressure which caused him to need a second surgery. The issue was a broken shunt. The ventricular catheter was left in place, and connected to an external ventricular drainage bag. There was then a surgery on (B)(6) 2016 to flush the ventricular catheter that had stopped working. All implants were removed the following day. According to the doctor, he cut out the reservoir directly above the valve, and then connected the valve to the to the ventricular catheter with the straight connector that comes in the package. When the baby was brought back to surgery, after making the incision, the white tubing had broken in half between the connector and the valve. It did not come loose from the connector, this small section was still attached to the connector, but the tubing looked like it had been sheared in half above the valve. He was afraid to try to place another of the same type, after this malfunction and is worried about the quality of the material used to make the shunt tubing.

Manufacturer narrative:
Integra has completed their internal investigation on 16 aug 2016. The product was not returned for evaluation since the device was discarded at the hospital, no failure analysis could be performed. The device history records of ref 908142 lot 0193791 were reviewed and did not reveal any anomaly. The batch was manufactured in february 2016 and included (B)(4) products. No similar complaint was received for a product from this batch. The integra complaint tracking database for the integra dp valve systems was reviewed since january 2013: no similar complaint was received. Over (B)(4) integra dp valve systems have been sold from january 2013 to june 2016 resulting in a complaint occurrence rate of (B)(4). The single complaint received in 2016 is not considered as a negative trend. Conclusion: without actual device to analyze, the complaint is unverifiable and the exact root cause cannot be determined. The valve ref 908142 features an integrated tubing and burr hole cap intended to be connected to a burr hole reservoir prior to connection to the ventricular catheter - from the available information, the burr hole cap was cut and the tubing connected to the ventricular catheter. The most likely cause of the reported sheared tubing is a damage made when cutting the cap burr hole. No further investigation nor corrective action is deemed required.